Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had an e6 error indicating that the device was overheated thus damaging the thermistor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error / abuse and possibly misuse by using excessive force during use of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the motor device displayed an e6 error code. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The exact date of event was unknown but was known to have occurred in (B)(6) 2015. If additional information should become available, a supplemental medwatch report will be submitted accordingly.